Manufacturer narrative:
Reported event: an event regarding a size/fit issue involving a unitrax sleeve was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: the device was implanted once a new unitrax sleeve was put in place with no issues reported. Based on the information provided there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time.

Event description:
Doctor assembled the unitrax sleeve -3 and unitrax 43mm head together and attempted to impact them on a secur-fit ha 132 degree stem size 6. The doctor said it was not possible to impact the head because it rested on the stem with no room for impacting. He stated after using the 0 sleeve it appeared that 2mm of space between the head and the stem.

Event description:
Doctor assembled the unitrax sleeve -3 and unitrax 43mm head together and attempted to impact them on a secur-fit ha 132 degree stem size 6. The doctor said it was not possible to impact the head because it rested on the stem with no room for impacting. He stated after using the 0 sleeve it appeared that 2mm of space between the head and the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.